Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an unplugged pcu shut down for 2 to 3 minutes without a low battery warning. This resulted in tpn, lipids, a-line, & epinephrine infusions alarming and shutting down. The pcu had red bars across the screen with a message to plug it in and restart. The patient required unspecified medical intervention.

Manufacturer narrative:
On initial emdr: omit the epinephrine infusion; the customer reported that the epinephrine infusion was "(halted)" before the event. On initial emdr: omit 1 of 3 of the reported ext tubings. The correct number of concomitant ext tubings is 2; therapy date is (B)(6) 2015. Additional information: the customer¿s description of the pcu displaying ¿red bars across the screen with a message to plug in the machine and restart¿ was confirmed as a "battery discharged" alarm which resulted in the infusions on all operating channels being interrupted. After applying ac power to the pcu all operating channels were restarted by the user. The logs indicate that the pcu failed to alarm for low battery and very low battery prior to the battery discharged event. Visual inspection found the device to be in overall good condition with no anomalies noted. The battery was conditioned and tested. The old battery capacity was 3400mahr, and after optimizing the new battery capacity was 4117mahr. For testing, the pcu and modules were programmed for the rates that were programmed during the reported event. Ac power was removed and the pcu generated the following alerts before powering off: ¿low battery¿, ¿very low battery¿, ¿'battery discharged¿ and ¿discharged powering down¿. The pcu was found to be working as expected. The proximate cause of the event without low battery alerts may be attributed to improper battery maintenance. According to the dfu, the battery capacity should be checked at least every 6 months to ensure proper operation on battery power.

Event description:
This resulted in tpn, lipids, and a-line infusions alarming and shutting down.